Manufacturer narrative:
Concomitant medical products: 5076-52 lead implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished/ low r waves. It was also reported there was oversensing in the form of high sensing integrity counter (sic) on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event. .